Event description:
It was reported that a patient, who had undergone surgery for a pilonidal cyst in 2009, received v.a.c. Therapy for a period of one month. At approx one month later, during assessment of the wound by the physician, a foreign material was noted in the wound. The foreign material was alleged to be v.a.c. Simplace granufoam. It was reported that the pieces of foreign material were removed in the operating room by surgical debridement. The patient remained in the hospital overnight, and was released the next day with no further complications reported.

Manufacturer narrative:
It was reported that after v.a.c. Therapy was discontinued, the patient was seen twice by the doctor and eight times by the home health agency during the period of one month, and no foreign material was reported until the last visit. The foreign material removed from the patient's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible user error, as foreign material alleged to be a kci product was left in the patient's wound, and had to be surgically removed. V.a.c. Simplace labeling states, "always count the total number of pieces of foam used in the wound and document that number and the dressing change date on the supplied foam quantity label, on the transparent dressing an in the patient's chart." V.a.c. Simplace labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection of other adverse events." V.a.c. Labeling states, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Simplace dressing."